Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, capsular contracture baker grade unknown.

Event description:
Healthcare professional, through sales representative, reported "rupture" and capsular contracture baker grade unknown. This record is for the left side. The device status is unknown.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: malposition and capsular contracture, baker grade iii.

Event description:
Healthcare professional later reported "grade iii capsular contracture with malposition." Capsulectomy was performed. Device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, b6, b7.

Event description:
Healthcare professional, through sales representative, reported "rupture" and capsular contracture baker grade unknown. Healthcare professional later, through sales representative, reported "capsular contracture", baker grade iii and "malposition". Healthcare professional later reported "it was only capsular contracture and no rupture. Therefore, it will be unreported". "Capsulectomy was performed. This record is for the left side. The device was explanted.